Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and reported a piece fell off or was missing from the pump screen. The customer reported a blood glucose value of 40 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion), and hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-1884, mmt-7040a, mmt-432ag, and mmt-342. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for the cosmetic damage issue. The customer was advised to discontinue use of the device and the insulin pump will be replaced. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-432ag. No product return is required for mmt-342.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay, missing display window cover, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for high/low bgs. Cosmetic damage not confirmed at the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.